Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that the pump has been beeping low volume alert sooner than expected; however, the pump is due for maintenance. The reported problem occurred prior to changing to current pump. No patient injury was reported.